Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. The customer reported a blood glucose reading of 147 mg/dl at the time of the call. The customer mentioned that she had started taking medication for swelling and that may have contributed to the high blood glucose levels. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.